Event description:
It was reported that there was an issue with the rocket during the procedure and the entire system was removed. The device was returned and upon investigation threads of material were noted to be peeling from the hypotube jacket.